Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-02, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed architect analyzer error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71447p100 was in use. The customer was advised to perform troubleshooting procedures and was sent a replacement lot of rvs, and the issue was resolved. There was no impact to patient management.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, this patient died. The cause of death was due to coagulopathy and friable aortic tissue caused by native valve endocarditis with vegetations on all three leaflets. It was reported that the valve was successfully implanted with no evidence of aortic incompetence and satisfactory motion of all 3 leaflets. Once the patient was off bypass, hemostasis was difficult to obtain, related to the friability of the tissues of the aortic wall as well as some coagulopathy. Bleeding was identified on the back of the aortic wall that required a pledgeted mattress suture. When the suture was placed, it reportedly led to distortion of the commissure which produced left main coronary ischemia. The patient began to deteriorate clinically and hemodynamically and was placed back on bypass (down time 2 minutes). The decision was made to explant the bioprosthetic valve and replace it with a mechanical valve. Once implanted, normal prosthetic function was observed with no paravalvular leak. The patient was taken off bypass and was in a stable hemodynamic state, however, hemostasis continued to be difficult to control. An intraaortic balloon pump was inserted to achieve hemodynamic stability and while attempting to place additional sutures on the back side of the aorta, due to extremely friable and separating tissues, the patient died before bypass could be re-established.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-02, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.